Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from the patient line of a homechoice cassette during peritoneal dialysis therapy. This issue occurred during drain five of five with patient involvement. The renal therapy service agent assisted the patient to end therapy and discard supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.